Event description:
It was reported, the patient presented a merlin transmission with an alert for upper out of range high voltage lead impedance. The patient was on doxycycline hyclate for an unrelated issue during the time of high impedance. High lead impedance has not been reproducible. The patient will be monitored with routine follow-up. No further information is available.

Manufacturer narrative:
(B)(4).